Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6940 2011 (B)(6); 4194 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the patient's capture management data indicated small p and r waves on both the right atrial (ra) lead and right ventricular (rv) lead. Both ra and rv leads remains in use. No patient complications have been reported as a result of this event.